Manufacturer narrative:
The sample has been discarded by the customer; therefore, an evaluation will not be performed. Lot number is unknown; therefore, a batch review cannot be performed. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
Customer reported a crack at the female end of the stopcock, which caused a leak. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. Samples have been discarded. No additional information is available.